Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: product ID: bi71000479, lot/serial #: unknown. Report source foreign country: (B)(6). The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and they reseat the port of the x-ray handswitch. After reseating the issue was resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the mobile view station (mvs) and image acquisition system (ias) lose connection sometimes. No patient was present at the time of the event.